Event description:
A customer reported that occlusions occurred. The customer reported that the issue often occurred after replacing the insulin and tubing, leading to wastage as the pump required everything to be changed again to administer a proper bolus. There was no adverse impact on the customer's blood glucose level. No additional information was available regarding further actions taken.